Manufacturer narrative:
There was no patient involvement. Contact telephone number: (B)(6). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The device has been requested for return to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during priming. There was no patient involvement.

Manufacturer narrative:
The device was returned to livanova (B)(4) for further investigation. During the evaluation the reported malfunction could be confirmed and reproduced. As root cause a defective patient pump could be determined. The patient pump was replaced to resolve the reported malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service.